Manufacturer narrative:
Unit passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked alarms or prime anomalies were noted during testing.

Event description:
Customer reported via phone call that they experienced low blood glucose and insulin flow blocked alarm. The customer blood glucose level was 32 mg/dl at the time of incident. Customer's blood glucose at the time of the call was 292 mg/dl and treated with manual injection. The customer reported other blood glucose level were 50 mg/dl, 60 mg/dl, and 280 mg/dl. Customer did not provide any symptoms regarding low blood glucose episode. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.